Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events (septic shock, patient outcome) and a direct correlation to heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, hmii lvas, serial number (B)(6), has not been returned for evaluation. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available. Section 1 of this IFU lists sepsis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. The hmii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to septic shock. The family decided to withdraw care.